Event description:
It was reported to philips that the system could not enter the application interface normally. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse)visited system onsite and confirmed that the system does not enter the application interface normally. Upon troubleshooting, the fse identified the host pc motherboard battery was 2.5v. To resolve the issue, the fse replaced the battery on motherboard, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.